Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device is 8 months. The event occurred at university (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was readmitted with a bacterial driveline infection on (B)(6) 2014. From (B)(6) 2014, the patient was treated with unspecified intravenous antibiotic therapy. During two separate readmissions on (B)(6) 2014 until (B)(6) 2014 and on (B)(6) 2015 until (B)(6) 2015, unspecified antibiotic therapy was administered and the patient underwent surgical debridement of the driveline exit site. The driveline infection was reported to be device related and due to the complexities of medical management. No further information was provided.